Event description:
On (B)(6) 2012, the lay user/patient's father (reporter) contacted lifescan (lfs) alleging that his daughter's onetouch ping meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012 (at 2 pm). Five minutes prior to the start of the reported meter issue, the patent reportedly was incoherent. The reporter, however, denied that his daughter received any form of medical intervention after the alleged issue occurred. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time, the reporter was using the proper testing technique and the correct test strips, and the test strip completely drew in the patient's blood sample. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.